Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the morning of (B)(6) 2024, the patient experienced a series of inaccurate cgm readings. Earlier, the cgm displayed a reading of 246 mg/dl while the cgm was 180 mg/dl. Later, the patient felt sleepy with no other symptoms. The cgm was 246 mg/dl and the patient lost consciousness. Paramedics were called and when they arrived, they checked the patient's bg it was 43 mg/dl. The patient was transported to the emergency room at 7:47am. The patient remained unconscious for 1-2 hours. The patient was treated with a glucagon pen and IV fluids and recovered after treatment. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid when patient was unconscious. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.